Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used to treat esophageal varices during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device was not deployed in order, which had caused the band to not deploy smoothly. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (B)(6). Block e1: this event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a150103 captures the reportable event of bands premature deployment. Medical device problem code a150203 captures the reportable event of bands difficult to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was returned unloaded from the handle assembly. The trip wire wasn't secured and was cut and attached to the suture thread by the distal loop. It was possible to observed that the ligator head was returned with 5 bands attached and some of them were moved out from their original positions and overlapped. Microscopic examination was performed, and it was found that one tooth of the ligator head was bent. The cut on the trip wire was inspected under magnification revealing that a mechanical tool was used to perform the cut. This may be related to some technique applied by the user to separate the device from the endoscope. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Addtional information: e1 (initial reporter's address) h10 (additional MFR narrative).

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used to treat esophageal varices during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device was not deployed in order, which had caused the band to not deploy smoothly. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.